Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Additionally, the customer reported that when attempting to load a cartridge, the pump requested a new cartridge and that the cartridge was used. There was no impact to the customer's blood glucose level. The customer had loaded a new cartridge and it appeared issue was resolved.